Event description:
It was reported that the device was used during an unknown procedure. The clips were scissoring. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clips fall into the patient? Yes if yes, how were they retrieved? Unknown. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. Did somebody other than the primary surgeon fire the instrument? No. The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. Although no scissored clips were observed during functional testing, it is possible that a one of the legs of the clip was not feed into the pockets of the jaw, due to the ejected clips issue, and during forming, the clip scissored. The batch record was reviewed and no anomalies were noted during the manufacturing process.